Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead exhibited a high out of range pacing impedance of greater than 2000 ohms. High threshold measurements were also observed. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.